Manufacturer narrative:
Analysis of historical records. Orthofix srl checked the internal records related to the controls made on the device code: (B)(4), lot: 2764510001 before the market release. No anomalies have been found. The original lot, manufactured in 2011, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once results of the technical evaluation will be available. As soon as further information will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: (B)(6). Date of surgery:(B)(6) 2014. Body part to which device was applied: tibia left. Patient information: (B)(6) years old, male, weight (B)(6). Previous health conditions: before operation in good general state, but since 1965 chronic recurrent osteomyelitis; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: after reaming of the intramedullary canal (reamer size 9.5mm) from proximal to distal the reamer head failed (breakage). In addition 3 metal chips must be removed in a protracted operation. The complaint report form indicates: the device failure caused adverse effects to patient extended operation time: 45 minutes; the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event lead to a clinically relevant increase in the duration of the surgical procedure (extended operation time: 45 minutes); an additional surgery was not required; copies of the operative report are available (not received yet); copies of the xrays images are not available. Information on patient current health condition: good general state. On (B)(4) 2014, orthofix srl received the following further from the distributor: the reason of the surgery was for an acute exacerbation by chronic osteitis and osteomyelitis of the tibia. The total length of the surgery was 92 min. The surgeon started with the smallest flexible reamer 8.0mm. Only the drive shaft of the reamer broke. The goals of the surgery were achieved (reaming as an debridement of the medullary canal). The x-rays are available but not received yet. (B)(4).